Event description:
It was reported that there was poor cable contact. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis did not find a fault with the device. The price quotation for repair was rejected by the customer, so the device was returned back to the customer. If information is provided in the future, a supplemental report will be issued.